Event description:
It was reported that the patient was experiencing inadequate pain relief and that the leads migrated. No further information has been provided despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 5012849. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1160. Batch/lot number: 372029. Serial number: (B)(6). Model/catalog description: scs-ipg-r. Unique identifier (UDI) #: (B)(4).